Event description:
It was reported during therapy that intra aortic balloon (iab) balloon was inserted axillary and axillary disclaimer was given. There were catheter restriction alarms indicating a kink in the balloon at the same time as the fiber optic sensor failure occurred. Inner lumen was transduced for arterial waveform acquisition without issue. No patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer and so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.